Event description:
It was reported that this patient had a revision on their left reverse total shoulder arthroplasty. This stem fractured which resulted in proximal humerus fracture which required a humeral reconstruction prosthesis (hrp) to be carried out. The stem, tray, liner and glenosphere were all revised and a hrp was put in. Patient was last known to be in stable condition following the event. Products not returning: hospital have not decontaminated.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): a10012 - gps implant kit v2, 03000623162; 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, 5938765; 315-35-00 - glnd kwire, a389948; 320-15-05 - eq rev locking screw, a492735; 320-15-02 - rs glenoid plate sup aug, 10 deg, a546741; 320-20-00 - eq reverse torque defining screw kit, a561716; 320-01-38 - equinoxe reverse 38mm glenosphere, a594865; 320-10-00 - equinoxe reverse tray adapter plate tray +0, a726899; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, a737505; 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, s445679; 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, s450040; 320-38-00 - equinoxe reverse 38mm humeral liner +0, s484763.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: this event has been determined to be non-valid. The sales rep indicated that the fractured bone occurred secondary to a fall.